Event description:
It was reported the patient's ipg is tilted and was no longer communicating with the patient programmer. An sjm representative verified the issue. The physician relocated the ipg to a new pocket site which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).